Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and the final quality release criteria were met before this batch was released for distribution. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a CABG on (B)(6) 2019 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.